Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-4500, meniscal cinch, when a surgeon tried to deploy the implant, it fell off. The case was completed successfully with another new ar-4500. This was discovered during a meniscus repair procedure on (B)(6) 2024. There was no patient harm and no secondary procedure was needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpacked ar-4500, meniscal cinch, batch 14987863, was received for evaluation. Upon visual inspection, it was noted that the device arrived for evaluation with trocar #1 and #2, as well as the detached sutures and implant. Functional testing found no resistance when pushing the trocar through. The testing was performed without the implants. The most likely cause is attributed to misuse due to prying/leveraging the device during use.